Event description:
Customer reported conflicting results between sofia analyzer and sofia2 instrument. Customer unable to confirm if patient or control sample was used in testing, nor number of tests performed. Reporting two mdrs to adhere to eua requirements. Report 1 of 2.

Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.